Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patients device came through old pocket incision, there was a battery migration, and was exposed when she came to the office yesterday. The patient does not know when it happened. The patient reported an increase in pain in the last two weeks. Patient was seen in the healthcare provider (hcp) office on (B)(6) 2021 and have scheduled for surgery on (B)(6) 2021. Patient was brought to the operating room for removal of the ipg, irrigation of pocket on r, tunnel to a new pocket on l and implantation of a new ipg. Device was replaced.